Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during the standard use of the handle, the spring inside the locking lever broke.